Event description:
It was reported that during laparoscopic ventral hernia the trocar pierced the bowel in an extremely obese patient. The access to the abdomen due to the thick abdominal wall was difficult to access in the patient. The bowel was punctured during the process after insufflation. They realized they had puncture the bowel. They then converted to an open procedure and repaired the bowel perforation and proceeded with the hernia repair. Thirty minute of extra or time was required for the conversion; no additional issues during the procedure were reported. Device has been discarded. Device worked as designed.

Manufacturer narrative:
Date sent: 06/07/2007. Information is unavailable; device was not returned for evaluation.